Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A high atrial rate recording on (B)(6) 2025 shows a noisy baseline and potential oversensing. Lead evaluation showed normal function and no noise could be recreated. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.